Manufacturer narrative:
The actual device and a photograph of the device were received for evaluation. The returned photograph was reviewed, and it was noted that there was a metal object, like a screw, visible inside the header cap. The actual device was visually inspected, and it was noted that there was a metal screw between the pur (polyurethane) surface and the header cap. This screw is most likely a part of the ultrasonic welding system that came loose and fell into the header cap. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that there was foreign material inside the filter of a polyflux 17l. The foreign matter was discovered prior to patient use. There was no patient involvement. No additional information is available.